Event description:
User facility reported that during resuscitation attempt, device kept disconnecting (patient valve disconnected from body of device). According to the facility, it was necessary for caregivers to go through 4 additional devices before "finding one that would work". There was no reported injury to the patient.